Event description:
It was reported that the lens was removed intraoperatively due to kinked haptic. The incision was enlarged. The surgeon implanted alternate lens with no issues. No other information available. Additional information was requested but no additional information has been received. Please reference MDR #1119279-2014-00333 for the lens used during the event.

Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned. Therefore, a device history review (DHR) and product evaluation could not be conducted. The exact cause of the reported event could not be exclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.